Manufacturer narrative:
A (B)(6) female with a history of coronary heart disease, myocardial infarction with percutaneous coronary intervention (pci) in 1996, mechanical aortic valve replacement in 1997, heart failure (ef: 45%), atrial fibrillation, arterial hypertension, dyslipidemia presented with unstable angina. Coronary angiography showed type b1 lesion at the distal part of the left circumflex artery (lcx). The patient was enrolled in the cobra reduce trial and a 3x18 cobra pzf stent was deployed at the distal lcx at 10 atmosphere (atm). Pre- and post-dilation were performed. Four months after the index procedure, she was admitted for progressive dyspnea nyha iii-IV, with no acute infarct. Coronary angiography showed in-stent restenosis at the distal lcx. The patient was treated with drug eluting stent. The investigator and sponsor believe the event is possibly related to the device and not related to the procedure. The sponsor believes the event is possibly related to the device and possibly related to the procedure (4 months after the index procedure). Restenosis is an anticipated issue after pci and the cause of it is difficult to determine whether it is specific to reduced device efficacy or disease progression. Restenosis is undoubtedly multifactorial. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure.

Event description:
The patient is enrolled in the reduce study and received a 3.5 x 18 mm cobra pzf stent on (B)(6) 2017. On (B)(6) 2017, the patient was admitted at the hospital with dyspnea. Adverse event occurred in (B)(6).